Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. It is probable the device was not reprocessed correctly due to a damaged nozzle. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) . Operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found restrictions in channel system, found air water fail; distal end adhesive is worn; insertion tube has minor marks; image is out of alignment; angle is not to specification; electrical safety test not to specification and nozzle is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis lucera elite gastrointestinal videoscope device was sent to an olympus service center with a report that there was a restriction in the channel system. During inspection and testing it was found that an orange plastic like foreign debris was protruding from the air water channel and the nozzle is damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.